Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2021-14581, 1627487-2021-14583. It was reported that the patient was experiencing ineffective therapy. It was found that the lead had high impedances, preventing programming. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the physician checked the system to fix issue, but was unable to. Afterwards, surgical intervention was again undertaken on (B)(6) 2020 wherein an extension was explanted and replaced. However, this did not resolve the issue either. Finally, surgical intervention was undertaken on (B)(6) 2021 wherein the system was explanted and replaced with a competitor system.